Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2006, during the procedure, the pt awoke prematurely due to light anesthesia. The procedure was aborted when the pt started moving. Pt suffered a vaginal burn that was first treated with silvadene cream. Pt has been followed by physician. No additional details are available at this time.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We believe light anesthesia contributed to this event and do not attribute it to the device. Our directions for use outline appropriate placement, access and maintenance procedures.